Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was at eri (elective replacement indicator) earlier than expected. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead had high thresholds that increased over time. It was noted that this increase most likely contributed to the early eri of the device. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.